Event description:
A company representative, on behalf of a customer, reported that the physician felt the "registration" of the veran spin sys-3000 did not function well and was not accurate during a biopsy procedure, despite following veran protocol. The navigation portion of the procedure could not be performed, and was aborted, incurring a 1 hour delay while the patient was under anesthesia (midazolam). The physician was able to complete the procedure with fluoroscopy guided transbronchial lung biopsy that same day, which was the facilities standard back up plan. The patient outcome was not provided.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected information based on the review of the complaint.

Manufacturer narrative:
Correction to the initial medwatch as the subject device will not be evaluated as this complaint is related to a product that is currently being removed from the market. Therefore, this device is being investigated under the recall associated with this product. If additional information becomes available, this report will be supplemented accordingly.